Event description:
It was reported the external pacing generator (epg) displayed a self-test error code. Technical support explained the possible reasons for the error code and suggested removing the battery to reset the epg followed by turning the device on. It was suggested the epg was working as designed and the status of the unit is not known at this time. There was not a patient associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).